Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose and insulin pump had blank display. Blood glucose level at the time of the incident was 450 mg/dl treated with insulin injection. Customer stated the insulin pump switches off, customer had tried to change the battery several times but it does not switch on. Customer had checked battery compartment noticed that there was a yellow substance on the walls and bottom, it seems to be battery acid. Auto mode feature information was unknown. The insulin pump will not be returned for analysis. Unk-frn-rsvr , unk-unomed inf set.